Event description:
It was reported, that the liquid crystal display (lcd) had no image. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. During troubleshoot via telephone the olympus technical support engineer recommended the user change the input. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, no video image was likely due to the incorrect input signal settings. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.